Event description:
Caller reported that their pump screen was dark and would not turn on. Customer's blood glucose level exceeded 500 mg/dl and displayed as "high." Customer managed high blood glucose with a correction injection manual insulin therapy. Caller confirmed the pump was functioning correctly after the display turned on. Customer reverted to an alternative method of insulin therapy.